Event description:
It was reported that during an unknown procedure, it was difficult to install the battery. The battery was installed at last. The device could not fire at the first firing with blue reload. Two to three staples came out but were deformed. Changed another reload to complete the procedure. The staple line was deployed as expected but the edge of the cut line was not smooth. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge reload present. The cartridge was received unfired. In addition the cartridge was noted to be broken in two pieces and the cartridge pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A test battery was inserted and removed without any difficulties during testing. Event could not be confirmed as no malformed staples were noted during functional testing. No conclusion could be reached as to how the cartridge became damaged and the cartridge pan dislodged.